Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was not delivering the expected amount of oxygen concentration while in use on a patient. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The reported complaint was not confirmed, therefore, no root cause was determined.